Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au2700 chemistry analyzer and identified the failure mode as a faulty degas tube. The fse replaced the degas tube to resolve the issue. (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneous glucose patient results. The erroneous results were not reported out of the laboratory; hence, there was no impact to patient treatment in association with this event.